Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) investigated reported error. Unit was last pm'd in october 2024 - battery maintenance shouldn't have alarmed until april 2025 when the next pm is due. Further investigation fse discovered in "user preferences" the date was set 4 months in advance. The iabp thought the batteries were due for replacement. Fst re-set the date and to be safe ran the battery maintenance and it passed. Also noted that the next pm is scheduled for april 2024 and the batteries should be good through may 2026. Fse performed all functional tests and validated calibration. Also the maintenance agreement for this unit had expired on december 31st 2024. All future pms, parts and service calls will be billable going forward. That said because the contract expired less than a week before this was reported to getinge - we will provide this repair as service goodwill. Returned unit to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had an battery maintenance required issue. There was no patient involvement reported.